Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board & blower assembly shows that the motor controller (mc) pcba & blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly & motor controller (mc) pcba.